Event description:
Patient reported, right side radial elastomer folds, seroma. "Intracapsular heterogeneous tissue, unspecific, but usually related to silicone-induced granuloma". "Testing for lymphoma". And capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Adding gel bleed to represent "intracapsular heterogeneous tissue" per medical review.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, granuloma, and capsular contracture baker grade IV.

Event description:
Patient reported right side radial elastomer folds, seroma, "intracapsular heterogeneous tissue, unspecific, but usually related to silicone-induced granuloma", "testing for lymphoma", and capsular contracture baker grade IV. Device remains implanted.